Manufacturer narrative:
A separate medwatch report has been submitted for the rlt231418/14227654. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent a reintervention to treat a suspected endoleak involving a non-gore device. It was reported this patient had previously been treated for an abdominal aortic aneurysm using an endologix device, and a gore® excluder® aaa endoprosthesis was going to be implanted to reline the endologix device. It was reported a trunk-ipsilateral leg component (rlt231418/14227654) was advanced into position and deployed with no issue. During cannulation of the contralateral gate using a guidewire, there was reported difficulty advancing the guidewire entirely through the gate. According to the report, the contralateral gate was completely open. However, it was reported the struts from the previously implanted endologix device were protruding into the gate and pinching it closed, which reportedly prevented the guidewire from advancing entirely through the contralateral gate. It was reported an attempt was made to go up the ipsilateral side of the trunk in order to cannulate from the proximal end of the device. However, the guidewire reportedly would not advance into the contralateral gate from the proximal end of the device. At that point, a decision was reportedly made to perform an aorto-uni-iliac (aui) bypass using another trunk-ipsilateral leg component (rlt231416/15005280). The device was reportedly advanced into position with the ipsilateral limb opposite of the first trunk device. It was reported that prior to the device being completely deployed, the device delivery catheter was preemptively pulled distally, resulting in the deployed device landing in the common and external iliac arteries, covering the hypogastric artery. It was reported a third trunk-ipsilateral leg component was advanced and deployed within the two previously deployed trunks to complete the aui. It was reported the flow divider of the second trunk (rlt231416) landed in the common iliac artery after it was pulled distally. Because of the location of the device, the flow divider was reportedly constricted due to an abundance of device fabric in a small area, so a balloon expandable stent was implanted in the flow divider to expand it. A femoral-femoral bypass was then performed to ensure distal perfusion. It was reported the patient tolerated the procedure with no further adverse events, and final imaging showed good distal perfusion to the legs.